Manufacturer narrative:
(B)(4). UDI# (B)(4).

Event description:
It was reported "the medical agent leaked from the sheath valve during placement, probably due to the valve deficiency. Therefore, the sheath was removed and replaced with a new one. No injury to the patient occurred." There was no medical interveniton required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one psi sheath, dilator, and lidstock for analysis. Signs-of-use were observed inside the sheath body. After f ailing functional testing, the sheath was held up to a light. Analysis through the hemostasis valve opening revealed that the internal seal is damaged. The hemostasis body was cross sectioned and it was confirmed that a section of the seal was missing. This contributed to the leaking experienced by the customer. Microscopic examination confirmed the damage. The hemostasis valve and psi device were leak tested according to the parameters. Low pressure leak resistance test: this states, "there shall be no leakage past the hemostasis valve when using a pressure of 20-21kpa (3psi)." The psi was attached to the lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 21kpa for 30 seconds. Leaking was observed at the location of the valve, which indicates that the sheath valve is not functioning as intended. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage." The customer report of a sheath valve leak was confirmed through investigation of the returned sample. Functional inspection revealed that the sheath valve was leaking. After failing functional testing, visual analysis revealed that the slit in the seal was damaged. Based on the customer report and the sample received, manufacturing likely caused or contributed to this issue. Non-conformance was initiated to further analyze this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "the medical agent leaked from the sheath valve during placement, probably due to the valve deficiency. Therefore, the sheath was removed and replaced with a new one. No injury to the patient occurred." There was no medical interveniton required. The patient's current condition is reported as "fine".